Event description:
The customer reported to customer service that the adaptor for her advanced personal double breast pump fell apart. She can see inside the transformer housing. There is a breach present, which is a safety risk.

Manufacturer narrative:
The customer was sent a replacement transformer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.